Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the device would not load and dropped the needle. The last known patient status is reported as okay.

Manufacturer narrative:
(B)(4). Evaluation summary: post marketing vigilance (pmv) received one suturing device opened by the account with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. The jaw gap for was measured and met specification. Witness marks on the bevel wall were observed. No sheering on the toggle switches was observed. The instrument was loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. However, engineering noted a correlation between the improper needle orientation and the ¿difficult to load needle¿ condition that was reported. Though complaint samples may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. The file was concluded to be could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.